Manufacturer narrative:
Insulin pump was received with broken battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a crack on top where the battery cap is located. It was reportedly affecting the battery of the insulin pump. The patient's blood glucose was 129 mg/dl. It was advised that the customer discontinue use and revert to a back-up plan. Nothing further was reported.